Event description:
The customer called to order more sensors as her doctor wants her back on insulin pump therapy. The customer is not currently wearing the insulin pump, but stated that she had previously been hospitalized and treated by the paramedics due to low blood glucose levels. The customer stated that she has no control of her body when she experiences low blood glucose levels. The customer's most recent hospitalization was two weeks ago, and her blood glucose was 20 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.